Event description:
It was reported that a user¿s prior freestyle libre 3 plus continuous glucose monitor (cgm) sensor failed to pair with the ilet, and the user replaced it with a new sensor that successfully initiated warmup, indicating a communication failure associated with the cgm interface and antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication issue between the cgm and the ilet, associated with the device¿s electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.